Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead passed all electrical testing. No root cause was identified for the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s lead which was originally at t8-t9, had migrated down to t10-11 which was confirmed via x-ray. The patient was in a serious car accident which caused the migration. As a result, surgical intervention took place on (B)(6) 2020 where in the patient¿s migrated lead was explanted and replaced. Therapy has been restored post-op.